Event description:
Adverse event(s): "no impact, harm or injury reported" (no consequences or impact to patient). Product problem(s): "cassette does not allow to perform the fluidic exchange" (device operates differently than expected). The cassette does not allow to perform the fluidic exchange. There was no patient impact and the delay generated (to change the cassette) was around 15 minutes added to a normal surgery.

Manufacturer narrative:
The customer's complaint history was reviewed. This is the first complaint reported for this issue for this facility. There are no additional complaints reported against the finished good lot. The order was built and released per specification. One 23ga pak was returned, without the administration and the probe lines. The device was visually inspected and no obvious defects were found. Administration and the probe lines, taken from lab stock, were connected to the housing and the sample was tested using the console. The sample primed and passed iop calibration successfully. The fluidics portion of the testing was performed and the results were within specification; however, when attempting to toggle the infusion and the fluid/air exchange (f/ax) modes, no air pressure flowed to the infusion air line. The infusion line was removed from the housing and performed air pressure test using the mensor. It was observed that the duckbill check valve was not actuating properly to allow air flow. Root cause: duck bill check valve not allowing air flow. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B)(4).